Event description:
A customer in (B)(6) notified biomerieux of a discrepant result with the vitek&#59442; 2 ast-n192 testkit (reference 412602). The customer reports a false susceptible result for amoxicillin-clavulanic acid (amc) for k. Pneumonia. The customer reports an etest was used to verify the previous result received by the vitek 2 ast-n192 test kit; however, this time the result obtained was resistant. Based on the information provided, there was no adverse events, no negative patient impact or delay in results. An internal biomerieux investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(6)reported low amoxicillin and clavulanic acid (amc) mics observed on vitek® 2 ast-n192 test kit, compared to etest® with a strain of klebsiella pneumoniae ssp pneumoniae. The vitek® 2 ast-n192 gives mics=4 mg/l (susceptible) and etest® mics=12 mg/l (resistant). Biomérieux investigation was conducted. Two (2) different colony types were observed following preparation and growth of the specimen submitted by the customer. Identification to the species klebsiella pneumoniae ssp pneumoniae was confirmed with vitek® 2 gn ID card for both colonies tested (heterogenous strain). Ast testing performed: - agar dilution (ad) which was the method used for amc01n development: obtained mic = 4 mg/l (susceptible) for both colonies. - vitek® 2 ast-n192 (customer lot and random lot): obtained mic=4 mg/l (susceptible) for both colonies. Essential agreement with the reference method. - etest® xl: obtained mic = 4 mg/l (susceptible) for both colonies. The investigation did not duplicate the customer result of 12 mg/l (r). The investigation concluded the vitek® 2 ast-n192 test kit is performing as intended.